Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ insulin syringe with sterile interior there was foreign matter found. This complaint was created to capture the 1st of 2 related incidents. There was no report of patient impact. The following information was provided by the initial reporter: orange foreign matter on the needle surface, the body of the syringe is bent.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-jul-2023 . H6: investigation summary customer returned (10) 1ml 31ga 6mm syringes loose. It was reported by the consumer that orange foreign matter on the needle surface. All the returned samples visually examined and observed 1 syringe with clear foreign matter (fm )on the tip of the cannula. Fm on tip of the cannula: material was removed from the sample and prepared for ftir spectral analysis. A review of the device history record was completed for batch# 1347568. All inspections were performed per the applicable operations qc specifications. Embecta was able to confirm the customer indicated issue fm on needle.

Event description:
It was reported while using bd ultra-fine¿ insulin syringe with sterile interior there was foreign matter found. This complaint was created to capture the 1st of 2 related incidents. There was no report of patient impact. The following information was provided by the initial reporter: orange foreign matter on the needle surface, the body of the syringe is bent.